Event description:
The pt alleges that approx one year after implant, he developed peripheral neuropathy which has worsened over time. The pt requires the use of a cane to walk due to burning and numbing in his feet. The pt stated that his physician states that cause is unk, however, the pt believes it is related to the implants procedure.